Event description:
Anchors would not seat in drilled holes. Anchors would "bounce" back and arcs would not advance subcutaneously. Green anchor loops on all 3 anchors broke. No other tearing through labrum. (3 implanted-all the sutures broke). Surgeon may have cut the suture at the drill hole. Had to open pt to complete the repair. Visualization was not as good as it should have been.